Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: evaluation revealed that the battery compartment was cracked and the threads were stripped. The returned battery cap threads were also stripped and the cap was unable to secure tightly to the pump to maintain electrical connection. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed that the battery compartment was cracked and the threads were stripped. The returned battery cap threads were also stripped and the cap was unable to secure tightly to the pump to maintain electrical connection. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2017.